Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is likely the cause was related to a maj-1933 cable being loose. Per instructions for use: code: b30. Error message: scope communication err (b30). Possible cause : - foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. - the video system center cannot communicate with the endoscope. Solution: - wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. - stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited b30 scope communication error. The event occurred during preparation for use, prior to a bronchoscopy procedure. It was reported that the procedure was approximately 30 mins delay; however, was successfully completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
It was reported that the customer called in for troubleshooting help and was assisted by an olympus technical assistance center (tac). During troubleshooting the reported issue was successfully resolved by the customer correctly connecting the video cable to the unit. The user facility indicated the suspected device will not be returning to olympus for evaluation/repair because the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.